Manufacturer narrative:
Based on the claim against the product by the customer noting instrument issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) receive the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a partially missing teflon pad. A piece approximately 0.101" x 0.227" in size was not returned with the instrument. The root cause of this failure is attributed to mishandling and misuse. The instrument logs was reviewed and a recognition failure was captured. The instrument was placed on an in-house system and passed recognition and engagement on multiple attempts. The instrument information found in the radio frequency identifier (rfid) was likely not detected when the instrument failed recognition. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: during a procedure, recognition issue was alleged. Review of the attached photo identifies a missing teflon pad. This was confirmed by follow up and failure analysis. A fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be recognized. The procedure was completed using a backup harmonic ace instrument. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage noted. The instrument did not collide with any other instruments. It was noted that a part of the teflon pad is missing but the head nurse confirmed that the missing parts were not inside the patient and there was no injury to the patient.